Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customer stated that a tiny piece of the charging cable that was previously used, might have broken off inside the usb port. There was no impact to the customer's blood glucose level.